Event description:
It was reported a PICC (peripherally inserted central catheter) was successfully placed for IV antibiotic treatment. Approximately seven days post placement the patient's skin turned white during infusion and it was noted that the catheter was leaking. The catheter was removed and another PICC was placed for continuation of treatment. Color returned to the patient's skin and no paitent complications resulted from this event. This manufacturer is currently evaluationg this device. Following completion of the engineering evaluation, a supplemental medwatch report will be forwarded under the appropriate sequence number. As a lot number for this device was not provided, a device history search could not be performed. Therefore, co is unable to determine if the device met its specifications. Co believes user technique during access and/or patient anatomy may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event. The co's directions for use outline appropriate placement, access and maintenance procedures.